Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the balloon and in the guide wire lumen. There was contrast in the balloon. There was a bend in the hypotube 45 cm distal to the strain relief tubing. There was no other damage noted to the sds. A new indeflator filled with water was used to pressurize the catheter when fluid was observed leaking from a pinhole in the balloon at the proximal edge of the distal marker. There were no scratches visible on the balloon. There was no other damage noted to the balloon. The sds was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 12-14 atm during post dilatation. No patient effects were reported. No additional information is available.